Manufacturer narrative:
The mayfield base unit was returned for evaluation. The reported complaint was confirmed from the evaluation. The 6in transitional teeth are worn and needs to be replaced and shock cushion has moved forward in handle and is impeding the handle from closing and holding properly. The observed condition is likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that the handle of the a2101 mayfield ultra base unit does not tighten and the frame was loose when connected. The unit was received without the transitional member. There was no patient involvement or surgery delay.